Event description:
It was reported that during a coronary stent procedure, the express2 monorail stent embolized of the delivery device while attempting to retract into the guide catheter. The stent was initially trapped with a 1.5mm balloon placed through the stent and inflated distally. Upon removal, it was noted that there was no stent. The health care provider did indicate the pt was informed that the stent had dislodged and had not suffered any complications.